Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post implant. The patient is not pacemaker dependent so there were no adverse patient effects as a result of the lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.